Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. There was no pt involvement. Covidien tech support engineer (tse) troubleshoots this issue with the customer over the phone. The customer was advised to do the flow sensor test, the exhalation valve calibration then to do the extended self test (est) and run unit for 24 hours. Covidien was not authorized to service the device.